Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device did not discharge. The initial information indicates that a patient was involved, but was reported to have not been harmed/adversely impacted. Additional information has been requested by philips